Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that a scope communication error (b30) occurred and no endoscopic image was displayed on the monitor during preparation for use. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to any of the olympus locations. However, an olympus engineer visited the user facility and inspected the device. The reported event was not reproduced. All items passed in the device inspection checklist. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; there was no abnormality in this device, and there was an abnormality in the combination device. Communication was unstable due to water droplets or foreign matter adhering to any of the electrical contacts of the equipment used. If significant additional information is received, this report will be supplemented.